Manufacturer narrative:
The returned pump passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding an implantable pump delivering water. The indication for use was not reported. It was reported that during the preparation of the pump for implant, it was impossible to fill the pump entirely. The pump was emptied normally (the hcp removed 37,5 cc from the reservoir). However, they were only able to fill 28 cc in the pump, then they were blocked. The hcp used a 20 cc syringe to fill the pump, so they did the filling in two steps. It was at the 2nd syringe [fill] that the pump was blocked (after 8cc). It was ¿maybe due to a blockage of the security valve¿. The hcp tried several times to empty or fill the reservoir unsuccessfully, even after waiting for a releasing of the valve for at least 40 minutes. The pump was never implanted, and a different pump was implanted instead. The issue was resolved, and the patient's status was alive - no injury. There were no environmental, external or patient factors reported that might have led or contributed to the event. There were no [additional] diagnostics/troubleshooting performed. There were no [additional] actions/interventions taken. The patient¿s gender, age, weight, and medical history were unavailable. It was noted that the pump was being filled with morphine and prialt/ziconotide. The pump would be returned to the device manufacturer. No further complications were reported.